Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that data points and the graph were missing from the pump display. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.